Event description:
Biomet representative had incorrect component (56mm head). This was discovered after the surgery was completed. Patient/family informed and patient returned to or to have correct head placed.